Event description:
Hcp reports the patient presented in october 2002 with "symptoms after second revision." The patient was feeling uncomfortable with the positioning of the pump. A rotor test was done which showed the pump was working. The pump was explanted and replaced. "It had looked dented." Also, the doctor believed the pump was "pinching a nerve" so he reimplanted the new pump 4-5 inches away from the previous pump pocket. It is reported that the patient has recovered without sequela.